Event description:
Patient called to report left side rupture. Healthcare professional later confirmed left side rupture via ultrasound. Device was explanted and replaced. Capsulectomy was performed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Patient called to report left side rupture. Healthcare professional later confirmed left side rupture via ultrasound. Device was explanted and replaced. Capsulectomy was performed.

Manufacturer narrative:
Correction to g3: aware date of supplemental medwatch #1. Aware date should have been listed as 19-feb-2025.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3,h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified (tear) opening and observed a missing piece of shell assessed as inconclusive. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient called to report left side rupture. Healthcare professional later confirmed left side rupture via ultrasound. Device was explanted and replaced. Capsulectomy was performed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
A patient called to report, a left side rupture. Status of device is unknown.